Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0f9mb, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation. It was stated the patient¿s stimulation was set at 0.9 volts and it was confirmed that the stimulation was off. The patient turned the stimulation back on and was feeling stimulation and confirmed they were able to increase stimulation. It was stated the patient had to have their device revised four days prior to report. It was reported the patient was pulling up their jeans and their fingers got under the implantable neurostimulator (ins) and pulled it up. Reportedly, the patient stated it was kind of sideways for 2-3 weeks. It was noted they re-implanted the device more secure. The patient stated it was working the entire time.